Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A std+ patella was removed from the right knee by dr (B)(6), and replaced with a new std+ patella. The original operation was conducted on (B)(6) 2012 at (B)(6) hospital, also by dr (B)(6). The patient presented with throbbing pain in the right knee, mostly around the tibial region. A bone scan showed an inflamed patella. Intraoperatively, dr (B)(6) removed the patella component, and found several cysts in the patella bone. The cysts were cleared out and a new patella implanted. Dr (B)(6) checked the femoral, poly and tibial components and apart from slight wear, dr (B)(6) decided to leave these were ok to leave in situ. Demographics: patient was a (B)(6) year old caucasian female. X ray and op notes not available. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  UDI (B)(4). Removed code for device revision or replacement. H6 patient code: no code available (3191) was used to capture surgical intervention. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.